Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What tissue was the needle being used on? What was the condition of the tissue (healthy, diseased)? How was the needle being held during use? What was the size of the piece of the needle that fell into the mucosa? Were the needle pieces removed from the patient? What is the date of the second procedure to remove the needle? If the needle is removed, can you please return for evaluation? Was there any change to patient post op care due to the post op edema? What are the patient age, gender, weight, medical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The needle broke during use on third knot. The needle fell into the mucosa and located by scan. The patient has experienced edema and is monitored regularly by the physician. An additional procedure will be performed to remove the needle. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.